Event description:
I am using the guardian 4 glucose monitor from medtronic. Ever since I started using it a year ago, I have had numerous problems with both the product and the company. 1. The sensor is supposed to last 14 days but rarely ever does so. Sometimes it expires after just two days 2. The readings of the sensor are often higher than actual blood sugar level. I cross check with at least two other meters with test strips and while the two meters are usually close in their readings, the medtronic sensor is significantly more elevated and results in my bolusing insulin needlessly leading to hypoglycemia. 3. The supply of sensors is also very erratic and often the company reports the supply as backordered. This also poses a safety and reliability issue for consumers.